Manufacturer narrative:
Describe event or problem updated and corrected.

Event description:
It was reported that dissection occurred. Vascular access was obtained via a femoral approach. The native aortic valve was treated with the implant of a 25mm lotus edge bioprosthesis. During removal of the lotus edge delivery system, an iliac dissection was noted. It was further reported that a large lotus introducer sheath was placed prior to the delivery of the lotus edge valve. The calcified small vessel dissection was attributed to the lotus introducer sheath and not the lotus edge valve. The dissection was treated with stenting. Post stenting there was still a proximal dissection noted that did not stop bleeding. The patient went to surgery. The patient was able to be discharged on an unspecified date. The patient returned on an unspecified date with lower extremity thrombosis. The patient's family opted for no aggressive treatment and the patient passed away the next day.

Event description:
It was reported that dissection occurred. Vascular access was obtained via a femoral approach. The native aortic valve was treated with the implant of a 25 mm lotus edge bioprosthesis. During removal of the lotus edge delivery system, an iliac dissection was noted.